Event description:
It was reported that during a laparoscopic gall bladder procedure, the suction irrigator was plugged into a bag of saline, when the fluid leaked from the battery chamber during suction. Allegedly, the suction irrigator was hanging next to the side of the pt's head, but the pt was not harmed. Furthermore, they were unaware if the leakage was from some type of fluid or battery acid.

Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.